Manufacturer narrative:
Final analysis found high current drain. Further analysis found an analog chip to be the source of the high current drain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the pre discharge follow up two days post implant, the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.